Event description:
During transseptal puncture, the non-abbott needle was removed and skived material was returned. The needle and introducer were replaced to continue with the procedure. There were no patient consequences.

Manufacturer narrative:
The reported event of skiving was confirmed. No resistance was noted when a brk needle/stylet assembly was advanced through the dilator. However, the dilator was cut lengthwise and evidence of skiving was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the skiving remains unknown.